Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3093-28, lot# j0417765v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
It was reported that for the last 4.5 months the patient had been dealing with some bladder and urinary tract infections (utis). The patient had voiding issues of frequency, pressure, ¿infection in the urine itself,¿ discomfort, and painful, and they believed these symptoms exacerbate the infection. The patient¿s symptoms were gradual. The patient was taking 3000 mg of antibiotics every day. The patient¿s diagnosis was interstitial cystitis (ic), and this was the reason the device was placed to address the voiding issues that came with ic. The patient was going to see a health care provider (hcp) for the first time tomorrow and wanted to update the manufacturer on what was happening with them. The patient asked about seeing a manufacturer representative. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.